Event description:
It was reported the patient had his pump for 1 1/2 years. The patient reported he did well until the last few refills, when he had no residual; expected was 3 cc, and his pump was empty. The infusion clinic called medtronic technical services and discussed it with the hcp, and a rotor study was suggested. The hcp did an informal one, not following the manufacturing guidelines (he looked at the rotor over 15min, occasionally when doing another procedure for the patient). The patient stated, they filled his pump in 2007 and had him come in the next monday, the following month to check it. The patient and his wife state that he was ill during week, vomiting. She states he would throw up, then eat and drink, then throw up more. He was pale and weak, but did not go to the hospital. When they checked his residual on monday, the pump was empty, so they scheduled for an exchange. The hcp did do the exchange last evening; upon aspirating, the pump was empty. On examination of the catheter the hcp discovered that hit had fractured completely outside of the intrathecal space, so he did not receive the dose intrathecally. The catheter was also replaced. The daily dose was decreased to 200mcg/day of fentanyl; it had been at 1,731.5mcg/day of fentanyl and 1.0008 mg/day of morphine. The pump programmer said the reservoir should be 15.4ml. The pt recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Please refer to manufacturer's report #:6000030200703591.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.